Event description:
The lay user/pt contacted lfs in 2009 alleging that her one touch ultra mini meter does not power on. The pt first noticed the issue with the meter 2-3 weeks prior to contacting lfs. Approximately a week and a half ago, the pt reportedly experienced blurred vision and did not self-treat or seek any medical attention due to the reported issue. The pt was using the correct vial of test strips. The pt inserted the test strip all the way into the meter and the meter would not power on. The meter is no a new product (out of box). The pt pressed the power button and the meter still would not power on. The battery contacts were in good condition and were correctly installed. The pt had replaced the battery per the owner's booklet. Products were replaced. Although the pt did not self-treat or seek any medical attention, the complaint is being reported since the pt suffered symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.